Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer contact reported unrestricted flow. On an unspecified date and time, channel a of the device was programmed to deliver versed 100mg/100ml at a rate of 2ml/hr. In 2009 at an unspecified time, the physician ordered the versed delivery stopped in preparation to extubate the pt, and the nurse placed the device in standby mode. The customer contact stated that after two hours, the physician ordered the versed discontinued. It was reported the nurse ejected and removed the cassette from the device; however, the tubing set remained connected to the pt's IV access. After "1-2 minutes", the nurse noted unrestricted flow. At that time, the nurse clamped the tubing set. The nurse reported the pt remained intubated, with no change in respiratory status; however, the pt's blood pressure (bp) "dropped a bit." The pt was treated with a 500ml bolus of normal saline. The customer contact reported that the pt's blood pressure returned to an unspecified "previous level." It was reported the pt was extubated 'a few hours" later. No further medical interventions were provided. The device remained in clinical use with this pt following the event. Though requested, no additional information was provided.